Event description:
It was reported that several times that the automatic nibp measurement on the m540 monitor does not start. The "auto" field including the "progress bar" has suddenly disappeared. Four to five interval measurements work and then nothing more. This can only be remedied by putting the cockpit into standby and "enabling" it again. There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that several times that the automatic nibp (non-invasive blood pressure) measurement on the m540 monitor does not start. The "auto" field including the progress bar has suddenly disappeared. Four to five interval measurements work and then nothing more. This issue was resolved by putting the cockpit into standby and re-enabling it. No adverse patient impact was reported.

Manufacturer narrative:
To troubleshoot the issue, the user restarted the m540 monitor, after which the behavior was resolved and did not recur. Log files and the date and time of the event were requested but not provided. Without this information, the reported behavior could not be confirmed, and a root cause could not be determined. Should additional information such as logfiles capturing the reported behavior be provided, a sub-investigation can be opened to further evaluate the reported device behavior.